Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a redo ablation procedure for this patient. A pvi of these veins was performed along with posterior wall isolation and cti ablation. All aspects of the ablation seemed normal, but a pericardial effusion was discovered after the cti ablation was performed. Protamine was given and the effusion was monitored on ice for about an hour. The patient's pressure was monitored for the same duration. The effusion didn't appear to grow but the patient's pressure dropped. The physician performed a pericardiocentesis and drained roughly 180 ml of fluid from the pericardium. No additional consequences to report.